Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was supposed to be used for transendoscopic biliary stent placement. However, the physician found that the stent was kinked when opening its package. Therefore, another zebd-7-4 was used instead. Prior to use - no harm to patient reported.

Event description:
This is a complete report. The investigation was completed on 13-apr-21. The investigation and results are outlined in section h of this report.

Manufacturer narrative:
G04122 - stent. Device evaluation: 1 x zebd-7-4 device of lot # c1717127 returned to cirl for evaluation open in its original packaging. This file is linked to (B)(4) (emdr 3001845648-2021-00029) to capture user error on successfully placed device in this event. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 02nd of october 2020. The returned device lab findings and observations can be referred through the attached files. Kink was observed on the 2nd porthole on the tapered end. Document review including IFU review: prior to distribution zebd-7-4 devices are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-4 of lot number c1717127 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1717127. As per the instructions for use, ifu0045-7, which accompanies this device: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. It also states: ¿note: care must be exercised when straightening pigtail curl in order to avoid kinking or breaking catheter.¿ the japanese packaging insert (c-es0202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is not sufficient evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to transport/storage. According to the additional information, 0.025" wire guide was reported to be used with the device, however on confirmation the reported device did not come in contact with the wire guide and was found to be kinked when its package was opened. Summary: complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
The device was supposed to be used for transendoscopic biliary stent placement. However, the physician found that the stent was kinked when opening its package. Therefore, another zebd-7-4 was used instead. Prior to use - no harm to patient reported. This is a supplemental report being submitted for the device returning and being evaluated on 02-oct-2020.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. This is a supplemental report being submitted for the device returning and being evaluated on 02-oct-2020.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
This follow-up supplement report is being submitted due to the receipt of additional information on 12-nov-2020 confirming incorrect size wire guide was used. Additional information received 12-nov-2020 as follows: could you please confirm the size of the wire guide used for the reported device? 0.025-inch. Could you please confirm the size of the wire guide used for the replacement device and the lot number? 0.025-inch/visiglide2/olympus. The lot# of the replacement device is unknown. Initial report details: the device was supposed to be used for transendoscopic biliary stent placement. However, the physician found that the stent was kinked when opening its package. Therefore, another zebd-7-4 was used instead. Prior to use - no harm to patient reported. Device returned and evaluated on 02-oct-2020.